Event description:
It was noted that the patient's device had flipped on two separate occasions, (B)(6) 2013-. It was noted that the patient's battery was not charging. It was noted that the patient had lost weight since the initial implant. It was noted that the patient's implantable neurostimulator was revised with "tacking" on (B)(6) 2013. For first device flip - see manufacturer's report # 3004209178-2013-04096.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).